Manufacturer narrative:
Other, other text: device evaluation, one sample was received which consists in one extension set from part number 21-7106-24 and lot number 4311970. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Four photos were attached in the complaint: an extension set is observed where a drop is identified through filter air vent. Visual inspection: the complainant returned unit was visually inspected at a distance of 12" to 16" under normal conditions of illumination according to procedure? Visual inspection" md01-003 rev. 103. Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the products. Functional test: leak testing on the sample received was performed using hydrostatic vessel. Results: during the leak test, leak is present in the filter air vent, complaint is confirmed. Root cause as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable leaked again. Installed time was on (B)(6) 2023 at 8.25 pm and disconnected on (B)(6) 2023 at 10.40 am. No patient injury.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.